Manufacturer narrative:
The pad-pak was not returned to heartsine for evaluation. The customer has been instructed to dispose of the affected unit following local waste disposal regulations. The customer was sent a replacement pad-pak. A CAPA investigation determined multiple potential causes of the fault, both internal and external to stryker manufacturing processes, the primary root cause was determined to be pressure applied onto the locator pins during handling/packaging.

Event description:
The pad-pak was not returned to heartsine for evaluation. The customer has been instructed to dispose of the affected unit following local waste disposal regulations. The customer was sent a replacement pad-pak. A CAPA investigation determined multiple potential causes of the fault, both internal and external to stryker manufacturing processes, the primary root cause was determined to be pressure applied onto the locator pins during handling/packaging.